Manufacturer narrative:
Manufacturer complete the entire form. Evaluation summary: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. The pump history was downloaded and analyzed no anomalies were found. No operational or functional failure was detected and the product was within specification.

Event description:
Info was received that reported a pt was hospitalized on or around in 2007, due to incidence of hyperglycemia. The reporter states earlier in the week her blood glucose had been in 300-400 range. She changed out site, tubing and cartridges multiple times without success. She states that she did not notice any kinks and no alarms on the pump. She then went to ER when her blood glucose was >600. She was treated with fluids and IV insulin. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.